Manufacturer narrative:
Multiple attempts were made to determine how the reported allegation was resolved. However, no information was made available. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information to obtain the repair, and operational status. Based on the information available, we were unable to determine the cause of the reported problem. The reported problem was confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that an error message: "(1:5): processor supply out of range" has appeared in the defibrillator's hardware logs. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6).